Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was implanted and reportedly dislodged overnight. The lead was repositioned the following day. After repositioning, the physician noted an insulation breach on the lead body, which was believed to be caused by the physician's suture needle. The lead was explanted and a new rv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body revealed a cut in the insulation. This damage corresponds to a cut found in the suture sleeve, due to the removal of the suture. This damage is consistent with a sharp object. Inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Additional information from the field representative indicated that the dislodgement was found the day after implant and was confirmed via x-ray.